Manufacturer narrative:
Our fse (field service engineer) was on site to investigate the reported issue. The fse found out that the o2 gas connector of the ventilator had a loose screw which caused leakage. The screw was tightened and then the ventilator passed all functional and safety tests and returned to clinical use. The reason for the loose screw could not be established.

Event description:
It was reported that the oxygen connector of the ventilator was leaking. There was no patient harm. Manufacturer ref.#: (B)(4).